Event description:
The customer staff claimed that a citadel plus side rail panel was completely ripped off the citadel plus bed frame. There was no allegation that any patient was involved. No injury occurred.

Manufacturer narrative:
The customer staff claimed that a citadel plus side rail panel was completely ripped off the citadel plus bed frame. There was no allegation that any patient was involved. No injury occurred. The claimed bed frame was inspected by the arjo representative and the customer¿s allegation was confirmed. The technician found that the side rail panel was detached: the screws which held the side rail panel to the mechanism were pulled out and the part of mechanism (rod) was bent. The technician assessed that the damaged occurred due to collision between side rail panel and one of width extension sections which allows to extended the width of the bed. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ based on the above, it has been determined that the side rail became damaged because it was caught by the extension section. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved, no injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.